Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient experienced: stroke (B)(6) 2018, inr reported as 1.5 ¿ 2.5, stroke and heart attack (B)(6) 2019, inr 2.5 ¿ 3.0. Currently the patient is being managed at an inr of 3.0 ¿ 4.0 and is now experiencing minor bleeding events. Potential for explant.

Manufacturer narrative:
A review of the available information was performed. According to initial reports, "(B)(6) of 2016 date on-x aortic valve implant. Reported by pt today as (B)(6) 2018 - 'stroke/minor'. (B)(6) 2019 - 'stroke and a heart attack'. During the initial event the patient claims to be managed at inr of 1.5 - 2.5. During the most recent event the patient claims that he was being managed at inr of 2.5 - 3.0. Currently, the patient is being managed at inr of 3.0 - 4.0 and now is experiencing minor bleeding events. So, patient is going in for a consultation tomorrow (B)(6) 2019. Consideration is possible re-operation to remove the mechanical valve that requires anticoagulation, and implantation of a 'tissue valve'. Reported by pt today as (B)(6) 2018 - 'stroke/minor'. On (B)(6) 2019 - 'stroke and a heart attack". A minor stroke, or transient ischemic attack (tia). Was reported approximately 2 years postop with a patient inr of 1.5-2.5. 11 months later the patient experienced a stroke or thromboembolism (te) and myocardial infarction (mi) with an inr elevation to 2.5-3.0, within standard range of inr management. A further increase of patient inr to 3.0-4.0 has resulted in minor bleeding events which is not uncommon with elevated inr levels. The IFU states, ¿patients with an on-x valve in the aortic valve position should be maintained on long-term warfarin anticoagulation which should achieve an international normalized ratio (inr) of 2.0 - 3.0 for the first 3 months after valve replacement surgery, after which the inr should be reduced to 1.5 - 2.0" and "the addition of a daily aspirin at a dose from 75 to 100 mg also recommended for patients with an on-x valve in any valve position, unless there is a contraindication to the use of aspirin." It is unknown if the patient was also maintained on an aspirin regimen. It is also unknown what comorbid conditions may have contributed to the tes and heart attack. Although inr ranges during time of events was provided. A historic record of exact inrs would provide greater insight into the variance of inrs as part of management and to patient compliance. Bleeding, tes (reported here as tia and stroke), and re-operation are recognized potential complications for mechanical valve recipients [IFU]. All patients with mechanical valves currently require anticoagulation to reduce the risk of thrombosis and thromboembolic events. The proact study described in the IFU evaluated the on-x valve for inr and reported a late stroke linearized rate of 0.80 %/patient-year for the control group (inr 2.0-3.0) and 0.78 %/patient-year for the treatment group (inr 1.5-2.0) (puskas 2014). That is, both groups experienced strokes at the same rate despite the difference in inr therapy. The treatment group experienced significantly lower major (1.48% vs 3.26%/patient-year) and minor (1.32% vs 3.41%/patient-year) bleeding rates. Nevertheless, even with the appropriate levels of anticoagulation, the risk of te is well known. The objective performance criteria report an historical rate of thromboembolism for rigid (i.e. Mechanical) valves of 3.0 %/patient-year and 3.5%/pt-year for all hemorrhage (iso 5840]. A root cause for the reported tia, stroke, and heart attack cannot be determined based on the available information. It is also unknown what comorbid conditions may have contributed to the tes and heart attack. The incidence of minor bleeding events can be attributed to the increase in inr to 3.0-4.0. No further action is warranted at this time. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to initial reports, patient experienced stroke (B)(6) 2018, inr reported as 1.5 ¿ 2.5, stroke and heart attack (B)(6) 2019, inr 2.5 ¿ 3.0. Currently the patient is being managed at an inr of 3.0 ¿ 4.0 and is now experiencing minor bleeding events. Potential for explant.